Event description:
In the recovery room, the nurse attempted to resuscitate a 12 yr old child and the unit would not allow them to ventilate. They thought that the lip valve might have been fused shut. They did have a pop-off valve. They were able to ventilate after a short period of time. The pt is okay.